Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the pump was reset, and the customer continued to use pump for insulin therapy.